Event description:
Patient reported she noticed the infusion device was turned off. Patient stated the display was blank and the device did not give any alarm/warning before. Patient stated she replaced the battery and the infusion device started up with an e8; unable to confirm that message as the confirm button was without function. Patient stated her blood glucose level was about 340 mg/dl. Patient's normal blood glucose level was not provided. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).